Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient was experiencing dizziness, vomiting, seizures, and eventually passed out. The patient cgm was reading 260 mg/dl however, a bg meter comparison value was not taken. The patient¿s mother called 911. Once emergency medical services arrived within 30 minutes, a bg meter reading was taken, which was ¿over 800 mg/dl¿. The patient was transported to the emergency room. Once at the hospital, the patient was treated with IV insulin. The patient also mentioned being given other medication but cannot recall the specifics. The patient was discharged home on (B)(6) 2024. The patient was still recovering at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.